Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was continuing to have funky power issues. It was noted that the representative had the navigation system on all morning, checking every 20-30 min and when the rep came back to the system after a couple hours, the system was no longer on. It shut down by itself. No patient was present. For troubleshooting, the representative attempted to power up via the camera cart button but it did not work. The power button was hit on the main cart and the mdt splash screen came up but the camera cart would not power on. It was noted that once the main cart was fully booted, it went into no video. Additional information received reported that the ups and batteries on both the main cart and camera cart were replaced. Since completing the repair, while performing a battery test (unplugging the system from wall power), the system dropped to 60-75% "slowly" and then shut off after 9 minutes. It was advised to keep the s ystem on and plugged into wall power for the duration of the day and have someone from the site monitor it for unexpected shutdowns.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735787 , serial/lot #: -, ubd:- , UDI#:- h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that parts were repaired. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c13,d02 are applicable. If information is provided in the future, a supplemental report will be issued.